Event description:
Patient had assessed successful total hip replacement with a metal-metal articulation done in 2006. Patient was doing well until doctor visit to see us in 2011. Patient was feeling fullness in the hip. Evaluation of this suggested there could be a problem with metal reaction. Cobalt levels were 8 and the titanium level 35. The sedimentation rate and c-reactive protein were within normal limits. We offered the patient a revision operation because of the possibility of metal reaction and the uncertain nature of that reaction.